Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 83 mg/dl (patient's meter) and 500 mg/dl (professional's meter). The patient was hospitalized for 2 days in intensive care. Type of treatment received is unknown.